Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 80% to 1% after being connected to a power source. Following the battery drop the customer was unable to charge the pump successfully. Subsequently, the pump shut off due to insufficient power. The pump was able to be turned back on and the battery gauge displayed 5%. Customer reported blood glucose level was 175 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.